Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a crack along the battery compartment. The customer also reported hearing a very loud buzzing sound along with the pump alerting of a fatal error. The pump rebooted itself. Customer¿s blood glucose was unknown. It is unknown if auto mode was active at the time of the event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.